Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 406 mg/dl at the time of incident. Customer states insulin pump had o ring fell inside the reservoir compartment. Customer states they unsure that reservoir was able to lock into place. Customer states insulin pump had no deliveries because of the o ring stuck in the reservoir compartment. The insulin pump will be returned for analysis.